Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. The lot number was not available therefore, the device history records were not available to review. Device not returned.

Event description:
It was reported that on the first day of use this catheter was unable pace. The catheter was replaced and the problem was solved. Information such as the background of malfunction occurrence, the phase when the catheter was unable to pace, what kind of surgery/examination the catheter was used for or if the patient had cardiac conduction defect is unknown. The patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device was sent for further evaluation of the clear liquid but as received the clear liquid was no longer visible in the lumen. Continuity testing was performed on the distal and proximal circuits, and there were no open, intermittent, or short conditions observed.

Manufacturer narrative:
One bipolar pacing catheter with detached monoject 1.3 cc volume limited syringe was returned for evaluation. The reported pacing issue was confirmed by the evaluation. Continuity testing found that a short condition occurred around catheter tip. The balloon inflated clear and concentric and remained inflated for five minutes without leakage. As received, clear liquid was observed inside the balloon and lumen. The balloon was slightly yellowed. There was no visible damage observed from catheter body, balloon, windings. The sample of the clear liquid will be sent for further evaluation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.